Manufacturer narrative:
Continuation of d10: product ID: 8598a, serial# (B)(6), and product type: catheter. Product ID: 8596sc, serial# (B)(6), implanted: (B)(6) 2020, and product type: catheter. H3: analysis of the catheter identified no significant anomalies. H6: the previously reported evaluation method and result codes no longer apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp via a clinical study and a manufacturer representative indicated that on 2020-nov-10, the spinal portion of the catheter was replaced. It was confirmed that the catheter had migrated out of the spine distal to the anchor. The event was considered resolved without sequelae on (B)(6) 2020.

Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2020, product type catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 29-jul-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study and a manufacturer representative regarding a patient receiving fentanyl (500mcg/ml at 199.86mcg/day) and bupivacaine (5mcg/ml at 1.999mcg/day) via an implanted infusion pump. It was reported that the patient had not been able to feel their pump or bolus for about two weeks (relative to the date of report). The patient had no pain control. A catheter dye study (cds) was performed on (B)(6) 2020 and the hcp was unable to aspirate from the catheter access port (cap). A concentration change was made to change to a higher concentration of both the primary and secondary drug. The personal therapy manager (ptm) was to be disabled and a catheter revision was scheduled for (B)(6) 2020. The device diagnosis was catheter occlusion, and it was noted that the hcp believed that the catheter might have moved from the spine. The hcp confirmed that they were ok to let the old drug go subcutaneous if needed until the catheter could be replaced. It was also noted that there was a slight volume discrepancy and the hcp believed the catheter revision would fix it. The event was ongoing. The etiology indicated the event was related to the device/therapy and was possibly related to the implant procedure.